Event description:
It was reported that a pediatric user of the ilet experienced sustained hyperglycemia, with a blood glucose of approximately 300 mg/dl, despite a full supply change and an infusion set change performed by the caregiver. Symptoms included elevated blood glucose without reported ketones or other associated symptoms. Outcomes included continued home monitoring and another complete supply change, with no hospitalization or medical intervention reported. Investigation included complaint intake, user troubleshooting, and education on supply changes and monitoring. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device alarms reported and no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.